Manufacturer narrative:
The returned product was patent. It did not meet requirements for the leakage test due to a small tear that was observed on the patient line above the zero reference stopcock. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. All exacta edms¿s are 100% leak tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a hole was found in the patient line tubing of an exacta edms. It was also reported that it was possible that the hole was created by the nurse during set-up.